Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -communication between the processor and the camera head became impossible due to poor contact by a partial breakage of the cable. -strong impact was applied to the camera head, and the camera head was broken. -there was corrosion of the electrical contacts on the video connector, dirt, and adhesion of foreign matter on the electrical contacts. -there was a short circuit or corrosion by water invasion. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the endoscopic image was not displayed. When the user disconnected the device, this phenomenon was resolved. The patient was not already under anesthesia. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.